Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited greater than 3000 ohms impedance, low sensing threshold of 0.3 mv and noise.